Manufacturer narrative:
The complaint of particulate matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined.

Event description:
The complaint involved a chemosafelock bag spike. It was reported that a gray foreign matter was found when they collected drug solution from a vial and mixed it into a saline bag. The foreign matter showed similar spectrum to the saline bag port part. There was unknown patient involvement, and unknown patient harm reported in the event. This event occurred on an unknown date.